Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketones were present. A pump bolus was delivered every 2 hours, infusion set was changed multiple times, insulin injections were administered and healthcare provider changed pump settings to address bg. Clinical diabetes educator went through pump troubleshooting and no reported issues were identified. Customer was admitted to the hospital on (B)(6) 2019 for diabetic ketoacidosis. Healthcare provider identified ketones as being dangerous. No additional information regarding hospital treatment or discharge date was provided. Contact did not know cause of event; however, alleged the pump or supplies may be the suspected cause. Customer reverted to using lantus and humalog for insulin therapy.